Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a false upstream occlusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes using comfort curve test strips: 102 mg/dl and 447 mg/dl; 140 mg/dl and 70 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The main batteries and harness were replaced. The user interface module master software version for this device is 5.06.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The manufacture date was inadvertently omitted in the initial medwatch report.

Event description:
It was reported that during a laparoscopic colon resection procedure, the device was making a strange beeping sound and they were not getting proper tissue reaction. They were not getting coagulation or sealing. No significant blood loss. Another like device was opened and used to complete the procedure. There was no patient impact.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a battery issue. There was no adverse event, patient injury, or medical intervention associated with this report. Upon review of the event history on aug 25, 2010, it was found that the depleted battery alarm caused an interruption of delivery on (B)(6) 2010. There is no further complaint information available.the user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The device has been evaluated onsite by baxter personnel. The device will not be sent back to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.